Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative found that the image acquisition system (ias) cmos battery was low. Replacement of the cmos batter resolved the issue. No further issues were reported. Replaced battery was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that they were having intermittent issues with the imaging system freezing during the boot up process. There was no patient present when this issue was identified.